Event description:
The hcp reported that the neurostimulator site was red and tender. The hcp suspected an infection and removed the neurostimulator and extensions. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.